Manufacturer narrative:
The explanted devices were discarded, and will not be returned for evaluation.

Event description:
A report was received that a pt's precision system was explanted due to infection. A culture was taken and staphylococcus was confirmed. The pt was prescribed oral antibiotics and the infection had cleared. The pt is reportedly doing well.